Event description:
It was reported that the customer wore the insulin pump during an MRI examination. The customer's blood glucose value was unknown. The insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a constant motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test due to motor error alarm. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.